Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the eyelet from an ar-2323psp self punching peek swivelock broke during insertion. This was discovered during an rcr procedure on (B)(6) 2024. Additional information received on 5/17/2024: the case was completed by removing all the broken fragments and using a new ar-2323psp self-punching peek swivelock. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.